Event description:
It was reported that during an unk procedure, the device did not fire properly. Unk how case was completed. There were no adverse consequences for the pt.

Manufacturer narrative:
(B)(4): firing trigger teeth. Eval summary: the analysis showed that the atg45 device was received with the firing trigger damaged and with two tr45g reloads present. Reload a was received partially fired and with the lockout normal. Reload b was received partially fired and with the reload had the cartridge lockout spring damaged. The damage to the reload lockout spring is consistent with damage observed when the firing cycle is started, interrupted, released, and restarted. When firing the device make sure that the firing stroke is completed. Do not partially fire the device. Fire the device by squeezing the firing trigger completely until it rests on the closing trigger. Once the firing cycle has been initiated, it must be completed. If re-initiation of firing is resumed, the device will lockout. Firing through the lockout mechanism will break the device. Please reference the instruction for use for more info. No functional test could be performed due to the condition of the device. The device was disassembled to verify the condition of the internal components and the firing trigger teeth were found broken. It should be noted that a 100% inspection takes place during mfg to ensure the device meets the required specs; in addition, a sample of the batch is inspected at (B)(4). A batch record review was performed and no anomalies were found during the mfg process.